Manufacturer narrative:
Aware date used as event date is unknown. Implanting facility: (B)(6).

Event description:
Reported via social media it was reported that incorrect placement occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman closure device was placed incorrectly and was unable to be corrected or removed. No additional information is known.